Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had to call the emergency room due to hyperglycemia. Customer's blood glucose level was 500 mg/dl. The customer stated that they became unresponsive and the blood glucose was not going down. The customer declined troubleshooting for high blood glucose. The insulin pump will not returned for analysis.